Manufacturer narrative:
The device was received for evaluation containing approximately 50ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device had been filled with 92.6ml of fluorouracil and 28.4ml of diluent. The infusion time was approximately 48 hours. The remaining volume was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.